Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error and compromised force sensor. Customer's blood glucose at time of incident was 5.8mmol/l. The customer already received the replacement pump. The customer was advised to call 24 hour helpline assistance with setting up the new pump. The customer was asked to return the faulty pump as soon as possible.

Manufacturer narrative:
The insulin pump was received with broken off end cap; unable to confirm motor error alarm and perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to broken end cap. However, the motor was tested outside the device and passed. The drive support disk was inspected no anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip.